Event description:
A customer reported to baxter (B)(4) of a 3l.eva bag in which the tip of the spike is covered by an unknown material, which could be dirt. This condition was discovered before usage. There was no patient involvement or medical intervention necessary.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A customer returned an actual sample for an evaluation. A visual inspection revealed a tip of one spike was black as if burnt. The reported condition was confirmed due to a defect created from the moulding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.